Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that discordant calcium results were obtained on a dimension exl with lm integrated chemistry system. Siemens is evaluating this event.

Event description:
The customer reported that discordant calcium results were obtained on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician(s), who questioned the results. It is unknown if the samples were repeated. The customer did not provide any patient sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous ca results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00122 on 04-aug-2025. Additional information (20-aug-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer, and the available instrument data files. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed alignments, recalibrated the calcium (ca) assay, and provided the calibration guidance to the customer. The customer ran quality control (qc), which recovered acceptably. Siemens evaluated the event and determined that the alignment issues potentially contributed to the reported event. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Correction: sections d1, d2, and d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 has been left blank because the device manufacture date of the instrument is unknown. Section h8 has been updated to reflect the usage of device for instrument.